Event description:
The customer reported that after pipetting an hbsag plate, it was observed that no sample/no reagent was delivered to well a4. No error was generated. No death or serious injury was associated with this incident.